Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Event description:
It was reported that the catheter kit did not contain the iodine swabs. The yellow sticker was present on the outside of the tray. The patient allegedly developed a drug resistant infection over the course of many weeks requiring IV antibiotics.

Manufacturer narrative:
The device was not returned for evaluation. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: "contents: rubber* urethral catheter 1100cc collection bag 3 povidone-iodine swabs 2 ambidextrous gloves waterproof underpad" .

Event description:
It was reported that the catheter kit did not contain the iodine swabs. The yellow sticker was present on the outside of the tray. The patient allegedly developed a drug resistant infection over the course of many weeks requiring IV antibiotics. The patient catheterizes 4x a day.